Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin would not stop dripping. The customer's mother also reported that the insulin pump alarmed no delivery. The customer's mother stated that they had high blood glucose of 498 mg/dl. The customer's mother stated that they treated the high blood glucose by bolus. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.